Manufacturer narrative:
A ge representative evaluated the system and cleaned rust from and lubricated the steering shaft and upper universal joint and replaced the bad handle and universal joint assembly. The system operates as intended.

Event description:
The customer reported the system's steering is stiff and the handle is cracked. No patient injury was reported.